Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received connected to the device. Furthermore, a cordis procedural sheath was locked onto the device, no damages were note on it and residues of dry blood were noted in it. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found in its manufactured position, fully covered by the sealant sleeves, and the sealant was not exposed to blood. Also, no damages were observed to the sealant sleeves assembly. Per functional analysis, the inflation/deflation test was conducted as per the mynx control instructions for use (IFU). The findings indicated a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, prepping/handling factors, access site vessel characteristics (which were not provided) and/or concomitant device factors most likely contributed to the reported event since excessive force during prep or patient use, a calcified vessel, and/or concomitant device factors (such as interaction with a stent or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.